Event description:
The neuron 070 kinked in three places during a procedure.

Manufacturer narrative:
Technical evaluation: the unit was flushed with a bleach dilution and it was noticed that there was leaking at the flexible tip joint. There is a kink 12.5cm from the tip (where the leaking occurred). There is a flattened section between 16 and 17cm from the tip and small kinks at 17.5 and 19.5cm from the tip. There are single axis bends at 23cm from the tip and 37.5cm from the distal end of the yellow band. The kinks observed during the procedure were confirmed. The leak observed during decontamination was not part of the original complaint and may have occurred due to the decontamination process. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-01.a, (lot # l14150). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. This lot was associated with (B)(4) which was a build at risk with 3 year shelf life prior to the 3 year accelerated aging data returning. These lots were held in quarantine until the data returned. This lot was associated with (B)(4) for a particle found in a single pouch. The unit was reprocessed. The DHR review of final assembly (lot# l14150) indicated that 100% inspection of the devices resulted in (B)(4)rejects. All parts that failed visual inspection have been rejected, and all parts released met specifications. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.